Event description:
As stated by the customer 2010-(B)(6): the carer had resident in tub chair, raised chair out of tub, pulled chair back from tub, dried residents legs, staff member went to turn tub chair to make it easier for resident to stand and walk out of tub room and something happened to cause the chair to tip, not exactly sure of the cause. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Track wise ID.